Manufacturer narrative:
The event occurred between 01 oct 2016 and 30 june 2017 with follow-up until 30 june 2018. Literature article: clinical outcomes in remote patient monitoring in automated peritoneal dialysis: a colombian experience in the nephrology dialysis transplantation; leyder corzo1, jasmin vesga2, mauricio sanabria3, angela rivera4 1renal therapy services (rts) colombia, medical, bogota, colombia, 2renal therapy services (rts) colombia, clinical research, bogota, colombia, 3baxter renal care services (brcs) latin america, clinical research, bogota, colombia and 4baxter healthcare corporation, rcs medical & quality, deerfield, united states of america. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed where 11 automated peritoneal dialysis (apd) patients experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patients were hospitalized. Treatment for the peritonitis events was not reported. Patients' outcome was unknown. Action taken with pd therapy at the time of the event was not reported. No additional information is available.